Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between heartmate 3 lvas, serial number (B)(6), and the reported events could not be conclusively determined through this evaluation. The account communicated that the patient had a venous thromboembolism that was confirmed through an ultrasound on (B)(6) 2021. The patient experienced upper arm swelling and was treated with continued heparin and coumadin. On (B)(6) 2021, the patient had sustained atrial flutter with episodes of rapid ventricular response, but the rhythm later converted back to normal sinus rhythm. The patient was given amiodarone. According to the account, the patient was doing well. The patient remains ongoing on heartmate 3 lvas, serial number (B)(6). The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The implant kit was shipped on 25jul2021. The heartmate 3 lvas IFU lists thromboembolism and cardiac arrhythmia as adverse events that may be associated with the use of the heartmate 3 left ventricular assist system. This document also lists thromboembolism as a potential late postimplant complication. No further information provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient had a venous thromboembolism that was confirmed through an ultrasound on (B)(6) 2021. There were no changes made to the patient's anticoagulation or pump parameters that may have contributed. They experienced upper arm swelling and were treated with continued heparin and coumadin. Additionally, on (B)(6) 2021 the patient had sustained atrial flutter with episodes of rapid ventricular response, but the rhythm later converted back to normal sinus rhythm. They were given amiodarone. It was communicated that the patient had no record of atrial flutter prior to the ventricular assist device (vad). As of (B)(6) 2021 the patient was doing well.